Manufacturer narrative:
A ge rep evaluated the system and determined the remote user interface (joystick console) needed to be replaced, and ordered the part. The customer replaced the remote user interface console. The system operates as intended.

Event description:
The customer reported, a loss of motorized movement. No pt injury was reported.